Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2012, during a stent placement procedure. According to the complainant, the stent was being implanted for a malignant occlusion within the colon. The patient's anatomy was reported to be tortuous. During the procedure, the stent did not completely deploy; only half the stent deployed from the delivery system. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
Patient is over 18 years old. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was attempted to be implanted within the colon of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stent was being implanted for a malignant occlusion within the colon. The patient's anatomy was reported to be tortuous. During the procedure, the stent did not completely deploy; only half the stent deployed from the delivery system. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted onto the device. The outer sheath was kinked at the proximal and distal end of the mounted stent. It was noted that the outer sheath was stretched for a distance of 140mm from its proximal end. During analysis an attempt was made to retract the outer sheath and deploy the stent however a restriction was met. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. No issues were noted in movement of the outer sheath of the proximal end of the shaft after it had been dissected. The outer sheath was dissected longitudinally and no issues were noted. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.